Event description:
According to available information, this device required replacement due to a tubing fracture. The fracture was noted in the tubing leading to the pump. The cylinders and reservoir were retained. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the shorter exhaust tube of the pump. These were not sites of leakage. A separation, surrounded by abrasion, was noted on the shorter exhaust tube of the pump. This was a site of leakage. Abrasion was noted on the piece of detached inlet tubing. No functional abnormalities were noted with the detached inlet tubing or connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation of the shorter exhaust tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable.a review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.